Manufacturer narrative:
As of today, the lead implanted with this ICD is not available for analysis, therefore, the lead itself could not be investigated. Should the lead become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that after estimated implantation period of approximately 4 years battery depletion in the ICD was noticed. The device could not be interrogated after receiving a shock on the same day, as told by the patient. The device was explanted and replaced. No adverse patient side effects were reported. This lead was not returned for analysis, but the ICD was.